Event description:
It was reported that a non-boston scientific representative asked for the right ventricular (rv) lead length for an extraction of the device. The lead remains capped. No additional adverse patient effects were reported.

Event description:
It was reported that a non-boston scientific representative asked for the right ventricular (rv) lead length for an extraction of the device. The lead was explanted. According to the boston scientific representative, the patient had a therapy change and there was no malfunction of the device. No additional adverse patient effects were reported.